Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: a review of the pump¿s black box and download history did not find any activity related to the complaint. The black box data from date of complaint has been overwritten. During testing, the pump powered on with normal auditory and vibration alerts. During visual inspection of the pump, it was observed that there was no physical damage to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. It was observed that the bolus button was operating properly and the button cover was intact. During investigation, the max basal rate was set to 24 units/hour. The programmed basal rate was able to be changed from 3.5 units/hour to 24 units/hour. A basal rate setting issue was not duplicated during investigation. The investigation was unable to duplicate the initial complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked in two places. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump locked them out when trying to adjust the basal rate, "will not let him go any higher". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery